Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable root cause maybe a component failure or obstruction. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing renasys touch, the message of blockage alarm was displayed on the screen. The problem was not solved by exchanging the canister and the soft port. However, because negative pressure was occurring without any problems, the treatment was continued. No delay. No patient harm.